Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture due to high capture thresholds, and lead dislodgement was confirmed via imaging. The related cardiac resynchronization therapy defibrillator (crt-0) was reprogrammed to right ventricular (rv) only pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)